Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/17/2013 and 10/19/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, visibility/palpability and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: patient reported left side "moderate" breast pain, "hardening of the breast,¿ and ¿hard knots or lumps surrounding the implant or in the armpit." Patient additionally reported a left side rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having had moderate breast pain, "hardening of the breast¿ and ¿hard knots or lumps surrounding the implant or in the armpit." Side was unspecified, this record represents the left side. No indication of treatment or surgical reoperation, device remains implanted.